Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen dose and concentration not reported via an implantable pump. The patient's indication for use was intractable spasticity and cerebral palsy. In 2014, the patient experienced erratic symptoms. Testing was performed on the pump and catheter, but no issues were found. It was suspected that there was a pump failure however, this was never confirmed. Eventually the pump was replaced in 2014, and the symptoms went away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.